Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery starting, the curved acetabular reamer would not operate as needed when tested by the scrub tech. It is unknown if there was a surgical delay.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by medtech orthopaedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: the complaint sample was not returned to the supplier for evaluation. Thus, the reported event is non-verifiable. However, surgical instruments are susceptible to wear and tear, and therefore should be checked for defects before use. (B)(4) and this complaint were reported for the same event and was returned for evaluation. See (B)(4) for the investigation performed on the returned device. The last date of sale for the t11357 offset reamer handle was january 2014 and had since been replaced by the t17653 offset reamer handle (depuy 255000100). The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The device had experienced approximately 11.18 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. The reported event is non-verifiable. The last date of sale for the t11357 offset reamer handle was january 2014 and had since been replaced by the t17653 offset reamer handle (depuy 255000100). There is no need for corrective action as the t11357 has far exceeded its anticipated useful life (product end of life). No further investigation with regard to this complaint is required at this time. The supplier will continue to monitor for trends. In conclusion, the reported event is non-verifiable as the complaint sample was not received by the supplier for evaluation. If the complaint sample is received by the supplier, it will be evaluated and the complaint record will be updated accordingly. The supplier will continue to monitor for trends. As part of medtech orthopaedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The device had experienced approximately 11.18 years of use.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Although distributed by (B)(4), the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.